Event description:
Two outlook pumps were stacked. One of the pumps began to smoke and frizzle, but it never alarmed and did not shut down. Patient disconnected him/herself from the pump and left the room. The pump was set to deliver at 20 ml/hr. The pump ran for approximately 45 minutes and infused 15.5 mls. This occurred on (B)(6) 2009, early a.m. At (B)(6) in (B)(6). The patient is fine.

Manufacturer narrative:
Device evaluation results: there was evidence of fluid damage in the power supply chamber. This did not affect delivery accuracy. The power supply was replaced.